Event description:
An initial report was rec'd from an int'l distributor reporting that the catheter of the closed suction system had come apart from the suction control valve and the separated section of the catheter ended up in the pt and removal was necessary. Add'l info was rec'd that the catheter had been cut by a scalpel. No data were provided regarding any relevant events prior to or subsequent to the actual incident. No pt injury was reported. Ballard medical has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.